Event description:
Caller reported a cartridge alarm issue with the pump. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the customer previously experienced cartridge alarms with consecutive cartridges and decided to replace the pump. The customer will revert to multiple daily injections as backup therapy, receive a replacement pump with updated software, and return the problematic pump. Instructions for putting the pump into storage mode and the return process were provided and acknowledged by the caller.